Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered two infusion sets tubing detachment from hub. Patient replaced infusion set and resumed insulin successfully. No further information.